Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unsealed pouch containing (B)(4) unused samples were submitted to the manufacturer for evaluation. Through visual examination, no particle in the suggested area reported was observed on all five bags. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Reserved samples were also examined; no deviations were found. Based on the investigation, the reported issue could not be observed. The samples are within specification and the complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reporting upon opening the first bag of a 5 pack they noticed one of the port caps has a brown spot that looks like a small worm.